Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up. The oulse genrator exhibited backup vvi operation. The patient had been undergoing radiation therapy. The device was explanted and replaced on (B)(6) 2013.